Event description:
Clinical specialist reported customer's infusion set is not sticking and it is leaking. Clinical specialist stated she did not know the location of the leak or if insulin was pooling from his body. No adverse event reported. Product was replaced and requested return of the alleged infusion set.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.